Manufacturer narrative:
Investigation summary: it was reported that a female patient underwent a premature ventricular contraction (pvc) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis. During ablation phase, patient¿s blood pressure dropped. Cardiac tamponade was confirmed by echo. Pericardiocentesis was performed to remove 600 cc of fluid from the pericardial space, a drain was left in place. The patient was reported to be in stable condition after pericardial drainage. The patient was transferred to the intensive care unit (ICU). It is unknown if extended hospitalization was required. Patient¿s outcome was improved. The device was visually inspected and it was found in good conditions. The magnetic sensor was tested on carto and the catheter was properly visualized and no errors were observed. Then, the force sensor was tested and it was working properly, the force values were observed within specifications. Then, electrical test was performed on the catheter and it was found within specifications. No electrical malfunction was observed. Additionally, the catheter was tested on the generator and the temperature and impedance values were observed within specifications. Then, the irrigation and deflection test were performed and it was found within specifications, the catheter was irrigating and deflecting correctly. A manufacturing record evaluation was performed and no internal action related to the reported complaint were identified. The catheter passed all specifications. The root cause of the adverse event remains unknown. The instructions for use (IFU) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation or tamponade. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Concomitant product: non biosense webster, inc. - baylis nrg transseptal needle; carto 3 system; us catalog #: unknown; serial #: unknown. A manufacturing record evaluation was performed for the finished device 30136363l number, and no internal action was found during the review. Manufacturer's ref. No: (B)(4).

Event description:
It was reported that a female patient underwent a premature ventricular contraction (pvc) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis. During ablation phase, patient¿s blood pressure dropped. Cardiac tamponade was confirmed by echo. Pericardiocentesis was performed to remove 600 cc of fluid from the pericardial space, a drain was left in place. The patient was reported to be in stable condition after pericardial drainage. The patient was transferred to the intensive care unit (ICU). It is unknown if extended hospitalization was required. Patient¿s outcome was improved. Physician¿s opinion regarding the cause of the adverse event is that it was procedure related, he commented the event may have occurred during transseptal puncture or while ablating the left ventricle when the catheter fell into the left atrium and may have punctured the appendage at that time. No error messages were observed on any biosense webster, inc. Equipment during the procedure. Transseptal puncture was performed with a baylis nrg transseptal needle. There was no evidence of steam pop during the procedure. The catheter irrigation was set to 8 cc/min while ablating at 30 watts. The activated clotting time was over 300 seconds. The thermocool® smart touch® sf bi-directional navigation catheter was not in close proximity to another catheter and it was zeroed after the initial warm-up phase post catheter connection to the carto 3 patient interface unit (piu). The carto 3 system did not indicate to re-zero the catheter.